Event description:
The customer reported a sudden bad smell coming from the system and the system needed rebooting to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was replaced. The system was then found to be operating as intended.